Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that after one of purge cassette changes, the purge change wizard kept reporting purge fluid not detected, which together with the data showing no purge pressure readings is consistent with broken purge disk retainer. The purge disk retainer was replaced by the field staff and functional check was performed, after which the console was verified to be operating within specification. Repair: replace purge disk retainer (and flag, if missing), and perform functional check. The cause of the issue was a defective component.

Event description:
The user facility reported a 69-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the blue purge disc holder broke off of the automated impella controller (aic). The aic was swapped because of the noted damage. There was no patient harm reported.